Event description:
It was reported the device experienced error code 133.6080. There was no patient involvement.

Manufacturer narrative:
Technical support performed over the phone troubleshooting to determine reported issue of error code 133.6080. Tech support went over troubleshooting steps with the customer. Recommended to replace backup speaker and return unit if issue still persists. Device history record: a review of the device history record showed the device had a manufacture date of 30jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 : over the phone troubleshooting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the device experienced error code 133.6080. There was no patient involvement.